Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received one open sample. The needle is detached from the thread and the thread is not wound on the pack, although the unit seems unused. However, without closed samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had an incidence not related to this issue, and the results during the process fulfill usp/ep and b. Braun surgical requirements. Considering that there are no previous complaints of this code batch, we consider that this is an isolated unit. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that when opening the package, the customer found that the thread and needle are already detached. So, this product could not be used for the surgery. Additional data has been requested.